Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. The reporter decline declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.